Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Customer consumed carbohydrates to address bg. Customer alleged the control iq software did not suspend insulin delivery. Although requested, pump data was not uploaded for review. Customer declined to further troubleshoot with tandem technical support, and reported they would follow up with their healthcare provider.